Manufacturer narrative:
Qn#: (B)(4). The facility has communicated that the device is unavailable for return. No additional tests were performed as part of this complaint investigation. If the defective samples become available at a later date, this complaint will be updated accordingly. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the spear end broke and they were frantically trying to find it in the patient; the scrub broke the unit apart and found the spear had broken off and was lodged in the device, not the patient.